Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during analysis with a possible right ventricular lead dysfunction. Upon interrogation, the lead had high impedance and high capture thresholds. Programming changes were made to ensure capture. The physician then capped and replaced the lead on (B)(6) 2019. The patient was in stable condition.